Event description:
It was reported that a resectoscope burnt and arced during a case. The cssd department has decontaminated the instrument and the yellow loop that was fused into the instrument. No one was injured during this incident, both surgeon and patient were ok. The instrument was replaced to complete that turp procedure. No negative impact in state of health reported. A delay or prolongation of 30-60min was reported. Cross reference MDR: 9610617-2025-02115.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).